Event description:
A health care professional via study reported that following a glaucoma filtration device (gfd) implant procedure, on (B)(6) 2021 subject experienced headache and stinging in the eye. After the evaluation, decided to perform a bilisectomy and conjunctivoplasty in the right eye. The surgery was performed on (B)(6) 2021. On (B)(6) 2021 the suture was removed following the procedure and symptoms were resolved on (B)(6) 2021. The subject was not hospitalized. After several check-ups, the subject felt better and the adverse event was resolved. As per the investigator, the event was related to the device. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. And e.1. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the event was not related to the device.

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of headache, eye pain, eye injury, and corneal sutures; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).